Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the minicap transfer set separated from the tubing. This occurred during treatment of peritoneal dialysis therapy. When issue was found, the patient stopped the treatment. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the patient adaptor was twisted by hand with no issues. The reported condition of separation between patient connector and tubing was not verified. Visual inspection with the naked eye noted that a broken occluder foot was observed. The cause of the broken occluder foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.